Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump, after which pump function was restored, and no additional information was received regarding further actions or outcomes.